Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached a battery capacity depleted status for approximately one year. Boston scientific technical services (ts) explained this was found to be due to extended charge times and recommended device replacement. Currently, evidence suggests that the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached a battery capacity depleted status for approximately one year. Boston scientific technical services (ts) explained this was found to be due to extended charge times and recommended device replacement. According to medical records, this device has been explanted and replaced. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis.